Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2022. The customer was hospitalized on (B)(6) 2021 due to completion from covid. The cause of death was acute hypoxic respiratory failure, cardiac arrest and covid pneumonia. The caller stated that the customer had covid pneumonia and covid attacked first that may have led to the customer's passing. The customer¿s blood glucose was 800 mg/dl at the time of death. It was unknown that customer was wearing insulin pump at the time of death. It is unknown if the caller will return the insulin pump for analysis.